Manufacturer narrative:
Troubleshooting of the device with the customer identified that the AED was stored without pads since set-up and during their weekly maintenance they were checking for the red light. The AED has been flashing red for a year and will not power on at time of report. Advised customer to keep pads attached to AED and reviewed proper maintenance and storage of the AED. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. During the AED's automated self-test, the AED would have identified that the pads were not connected and attempted to alert the user by flashing its red asi and chirping. The AED would continue to chirp and flash until the AED's condition is addressed or the battery pack becomes completely depleted. The cause of the AED not powering on was related to a failure to set-up the AED and maintain the battery pack. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis.

Event description:
The customer reported that their AED will not power on, indicating the battery is dead and the asi is not flashing red anymore. The pads expiry date was not reported. The battery pack is not expired and the maintenance on the AED was conducted weekly by checking the asi light and checking pads dates. The reported event did not occur during patient use.